Event description:
Pt receiving infusion cytoxan. Pump alarm "proximal occlusion". Rn to chair noted that air in line 3 in. Below cassette, bag empty. Pump pulled from service. Tubing not retained d/t chemo in line.